Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400-500 mg/dl at the time of the incident. The insulin pump's retainer ring was damaged. The customer stated that the reservoir was unable to lock into place. Insulin pump had a crack on battery compartment due to dropping it. The device will be returned for analysis.